Event description:
It was reported that patient had revision of left thr done in 2007. Alval/trunnionosis symptoms were seen when hip was opened. Femoral head was removed and corrosion was seen on the femoral neck and in the femoral head. Head and liner were replaced with universal sleeve +0 and a 36mm universal head and a trident 36mm 40 degree liner. (B)(6) 2014 rep confirmed that patient has unk accolade tmzf stem which wasn't revised, doctor only revised head and insert. Patient was implanted with universal v40 sleeve. No more information available as per hospital new revised policy.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding allergy/reaction (alval) and possible corrosion involving a metal v-40 head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, pathology reports, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that patient had revision of left thr done in 2007. Alval/trunnionosis symptoms were seen when hip was opened. Femoral head was removed and corrosion was seen on the femoral neck and in the femoral head. Head and liner were replaced with universal sleeve +0 and a 36mm universal head and a trident 36mm 40 degree liner. (B)(6) 2014 rep confirmed that patient has unk accolade tmzf stem which wasn't revised, doctor only revised head and insert. Patient was implanted with universal v40 sleeve. No more information available as per hospital new revised policy.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital will not release.